Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) did not deploy properly, it was half was exposed to air, and half remained in the delivery shaft. Manual compression was used instead. No additional injury occurred. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or packaging damage before use. After following standard procedure, when the blood flow stop indicator turned completely black, the plug release button was pressed. The deployment button was fully depressed and flush with the handle. The exoseal vcd and 5f non-cordis vascular sheath were removed together from the patient about thirty seconds after pressing the button. The indicator wire was not visible upon removal. A 5f non-cordis sheath was used. The femoral artery¿s suitability was confirmed via angiography with the appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, vessel tortuosity, stent, or stenosis greater than 50% at or near the puncture site. The femoral site had not been closed with any device or manual compression within the prior thirty days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before use. The exoseal vcd was used during a diagnostic visceral artery angiography via a retrograde approach. The physician was certified to use the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) did not deploy properly, it was half exposed to air, and half remained in the delivery shaft. Manual compression was used instead. No additional injury occurred. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or packaging damage before use. After following standard procedure, when the blood flow stop indicator turned completely black, the plug release button was pressed. The deployment button was fully depressed and flush with the handle. The exoseal vcd and 5f non-cordis vascular sheath were removed together from the patient about thirty seconds after pressing the button. The indicator wire was not visible upon removal. A 5f non-cordis sheath was used. The femoral artery¿s suitability was confirmed via angiography with the appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. There was no visible calcium or plaque, vessel tortuosity, stent, or stenosis greater than 50% at or near the puncture site. The femoral site had not been closed with any device or manual compression within the prior thirty days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before use. The exoseal vcd was used during a diagnostic visceral artery angiography via a retrograde approach. The physician was certified to use the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One 5f exoseal vascular closure device was returned for investigation in a non-sterile condition. Visual inspection showed that the deployment lever was not depressed, and the guard was in the locked position. The plug was in the manufacturing position, and the indicator wire was fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The indicator window displayed a black/white position. No additional anomalies were observed during the visual analysis. A deployment simulation was performed. During this evaluation, the indicator wire was pulled to reach the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the expected retraction of the indicator wire and proper deployment of the plug. The indicator window subsequently displayed the black/white and red position, confirming correct function. A high-magnification examination was conducted to inspect the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the device was able to be successfully deployed during the functional analysis. The cause of the reported issue could not be determined since the condition of the device received did not match the event reported. It was reported that the plug was partially deployed and the lever was fully depressed. The lever of the received device was depressed with the plug in manufacturing position. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors are likely since in order for the plug to successfully deploy, the lever needs to be flush against the handle. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.